Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Blood visible inside the inflation lumen. Attempted to inflate and pinhole confirmed in the proximal transition zone. No damage to markerbands, blades or tip. A visual examination identified that the balloon wings were in a deflated state and had been subjected to positive pressure. Blood visible inside the inflation lumen which is consistent with a device leak. A microscopic examination of the balloon found no tears or holes in the balloon material. The device was attached to a boston scientific encore inflation unit and during an attempt to inflate the balloon a pinhole leak confirmed. The pinhole leak was confirmed in the proximal transition zone. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no kinks or damages. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left circumflex artery. A 10mmx3.50mm wolverine coronary cutting balloon catheter was selected for use. During the procedure, the balloon ruptured in a pinhole form on the proximal side. The balloon was removed without any problem and the procedure was completed with a different device. No complications were reported, and patient was in good condition post procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left circumflex artery. A 10mmx3.50mm wolverine coronary cutting balloon catheter was selected for use. During the procedure, the balloon ruptured in a pinhole form on the proximal side. The balloon was removed without any problem and the procedure was completed with a different device. No complications were reported, and patient was in good condition post procedure.